Event description:
A customer reported that the biorad control level 1 gave results outside the upper limit of the qc acceptable range with the vitros troponin I assay. Falsely elevated troponin I results if seen with a pt sample may lead to in-appropriate physician action. There was no report of pt harm as a result of this event.